Event description:
See previously submitted report #220038-1993-0002. Pt had tkr in 11/91 at another facility. Developed septic joint in 1992. Was treated with antibiotics both as outpt and inpt during 92-93. Admitted 7/20/93 to hosp for removal of tkr. Pt was interviewed and has no memory of receiving documentation of device MFR. Therefore, MFR unknown. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.